Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's ins had an elective replacement indicator (eri). It was reported that the ins is in the process of being replaced. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (trunks/limbs) via a manufacturer representative. It was reported that the patient used to charge once a week, but now they have to charge every 2 ¿ 3 days. The clinician programmer showed that their average recharge interval for the last month was 4.8 days. The manufacturer representative planned to discuss recharging with the patient as they plan to replace the ins in the near future. No further complications are anticipated.